Manufacturer narrative:
Novocure medical opinion is that the contribution of optune gio therapy to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.

Event description:
A 64-year-old male patient with recurrent glioblastoma (gmb) began optune gio therapy on (B)(6) 2025. On november 10, 2025, novocure received a medical record dated (B)(6) 2025, indicating that the patient experienced severe headaches while using optune gio therapy, which subsided when the therapy was discontinued. The record noted that the patient was taking acetaminophen or hydrocodone as needed and was advised by the physician to use hydrocodone for more severe headaches. The physician encouraged the patient to remain on optune gio therapy. Attempts to contact the prescribing physician for additional details were made; however, no response was received.